Event description:
Suspicion of vascular occlusion/high suspicion of potential vascular occlusion. Minimal bleeding noted [injection site haemorrhage]. Small white area on left upper lip/small area on left upper lip that was white [injection site discolouration]. Minimal bruising noted to left upper lip [injection site bruising]. Case narrative: united states report received from a health care professional via company representative on (B)(6) 2026, refers to female patient who had received rha 3 (resilient hyaluronic acid) on (B)(6) 2026 for an unknown indication. The patient's medical history was not provided. The patient was not allergic to any drug or food. Concomitant medications, and food supplements were not provided. Volume of 0.6 ml of rha 3 (resilient hyaluronic acid) was applied to upper and bottom lip, following the protocol. The patient tolerated the injections well, with instant capillary refill noted throughout the lips. Minimal bleeding was observed, and arnica gel was applied. Post-lip filler care instructions were reviewed, and the client verbalized understanding. Lot# 1025212clo, expiration date: 20-may-2027. On (B)(6) 2026, the patient sent the nurse picture of lips which showed a small white area on left upper lip at 9:34 am and was seen in office promptly at 11am for suspicion of vascular occlusion. Nurse noted a small area on left upper lip that was white with 5-6 second capillary refill. The patient denied experiencing pain, and instant capillary refill was noted throughout the rest of the lip and mouth area. Due to a high suspicion of potential vascular occlusion, the nurse dissolved the entire upper lip using 2 ml (1500 iu was reconstituted) of hyalaze (hyaluronidase) with a 30g insulin needle, following the vascular occlusion protocol. Lot # i16363, exp date 07-may-2027. Afterwards, the nurse massaged the patient's lips and applied a warm compress. Instant capillary refill was noted throughout the area of concern and was maintained throughout all lip and surrounding tissue. The patient tolerated the dissolving process well, with no signs or symptoms of an allergic reaction, and minimal bruising was noted on the left upper lip. The patient was given extensive instructions to monitor capillary refill at home and to notify the nurse of any pain, discomfort, or color changes around the lip area, with a request to take pictures daily for follow-up. The patient denied any visual changes from the time of the initial filler injection to the time of dissolving. The patient is scheduled to return to the office in 7 days for follow-up. At the time of report, outcome of the events vascular occlusion, injection site discoloration, injection site bleeding and injection site bruising was resolving. The intensity of the event vascular occlusion and injection site discoloration was not reported. It was unknown if the rha3 product was available for return. Causality assessment per reporter between events of vascular occlusion, injection site discoloration, injection site bleeding and injection site bruising and rha3 was not provided. Health effect: clinical code: e2328, obstruction/occlusion; health effect: clinical code: e2111, injection site reaction; health effect: clinical code: e2111, injection site reaction; health effect: clinical code: e2111, injection site reaction. No additional information was available at the time, of this report. Company comment: a female patient of unknown age experienced vascular occlusion after receiving rha3 to her lips. The patient was treated with hyalaze and good capillary refill was noted without pain. At the time of the report, the vascular occlusion was resolving. The patient's medical history, concomitant medications, and supplements were not provided, which limits the ability to assess other potential risk factors. In the absence of other possible reported etiologies, a causal relationship is considered possible. Follow-up information will result in reassessment. The company will continue to monitor the benefit-risk profile of the product.